Event description:
Healthcare professional reported right side deflation and "any creases." The device was explanted and replaced.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: deflation: not observed openings on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right rupture. Device remains implanted.